Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to contrast and down button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The down button contact was observed to be misaligned and the contrast button was inverted. In addition, the keypad was swollen.

Event description:
The pt contacted animas alleging that the pump was not always responding to button presses. She also claimed that the down button was sticking. The pt denied that the pump was exposed to water.